Manufacturer narrative:
There is more information on the device evaluation. Correction being made to typo in h10. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. Correction to h10 of initial MDR: original, not other, equipment manufacturer (equipment was repaired and verified according to original equipment manufacturer instructions.) The device history record review confirmed that device conformed to specifications at the time of shipping. Repair history was not available for this device. The purchase date of the equipment was nov 28, 2011, which exceed its service life. The connecting tube was unable to be connected as connector loosened and came apart by age deterioration. As a cause of the loosened connector, may have been that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. User can detect the event by inspecting equipment in accordance with the following instructions for use statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information not yet available for this event. Field service engineer (fse) went on site to repair the device. Fs replaced the broken grey connector. Fse ran a rinse cycle to validate the operation. Equipment was repaired and verified according to other equipment manufacturer instructions. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a broken grey connector. There is no reported harm to any patient.